Manufacturer narrative:
(B)(4). This device had a preliminary evaluation on site by a technician. The device will have a complete evaluation performed at a baxter facility; however, the device has not yet been received. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative reported a colleague infusion pump with failure code 588:320:658:0000. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no reports of patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with diagnostic failure code 588:320:658:0000 was not confirmed or duplicated by baxter service personnel because the device was not returned by the customer for evaluation. No root cause was determined and no repairs performed. Should additional information be received, a follow-up medwatch will be submitted.